Manufacturer narrative:
Results - this incident was received by the complaint group (B)(6) 2012. The sample was not available for eval. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: without a sample, we were unable to determine a root cause for the problem encountered. (B)(4).

Event description:
The neonatal nurse practitioner was placing a peripherally inserted central catheter. The needle was inserted with good blood return. The catheter was placed and the needle withdrawn. The nnp attempted to break away the needle and part of the plastic remained at the junction of the needle and the hub, resulting in the inability to remove the needle from the PICC. Attempts were made to break away the needle. The end result was that the catheter needed to be removed and another attempt made which was successful. The harm to the infant was a second needle stick for the placement of the PICC.